Event description:
On (B)(6) 2014, a (B)(6) female patient underwent avr with the implantation of a 21mm trifecta valve. The patient presents now with hyperlipidemia, type ii diabetes and recent mi with mitral chordal rupture. On (B)(6) 2018, the 4-year-old valve was explanted due to calcification with deterioration and a 19mm masters valve was implanted. Concomitantly, the native mitral valve was replaced with a 29mm abbott mechanical valve (unknown model). The patient is reported stable.

Manufacturer narrative:
Events of valvular deterioration and calcification were reported. Gross morphological and histopathological examination revealed calcifications on leaflet 2. Circumferential fibrous pannus ingrowth on the inflow and outflow surfaces were observed narrowing the inflow diameter of the valve. No acute inflammation was noted. The cause of the reported event remains unknown. There was no evidence of a device malfunction and it was reported the patient had multiple comorbidities including hyperlipidemia, type ii diabetes and a recent myocardial infarction with mitral chordal rupture.